Manufacturer narrative:
(B)(4). Catalog number is the international list number which is similar to us list number of 062910 the device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019 it was reported the patient noticed a purulent secretion at the gastro-stoma level and an induration area. Surgical consult was performed and it was observed that the gastro-stoma was infected. Secretion sample from the gastro-stoma level was taken and an unknown antibiotic treatment was initiated. At the time of this report the event is in course of recovering. The patient is hospitalized for left femur fracture since (B)(6) 2019, for which surgical intervention was performed on (B)(6) 2019 - prosthesis for left hip. The duodopa treatment was not interrupted.